Event description:
The doctor reported that a 1.5mm puncture of the capsule caused a change of procedure.

Manufacturer narrative:
The device operated as designed. The device evaluation revealed gouging and scratches but these signs of use are not thought to have contributed to the event.